Event description:
It was rported that (1) device was used during a laparoscopic adrenalectomy. It was reported by the affiliate that the lcsc5 jaw broke. Another device was used to complete the case. There was no consequence to the pt.